Manufacturer narrative:
Concomitant medical product: dtma1q1 crt-d implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high pacing impedance. The lead remains in use. No patient complications have been reported as a result of this event. It was further reported that the left ventricular (lv) lead exhibited a variable impedance warning on the lv to rv coil vector. The lv lead remains in use. The rv lead further exhibited high rv coil impedance values.

Manufacturer narrative:
Product analysis the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the left ventricular pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the left ventricular pacing lead was variable. If information is provided in the future, a supplemental report will be issued.